Event description:
It was reported head physician of the hosp, reported to our sales rep that a pt came in with pain. During checking the pt he observed that the wichita nail was broken. The organized a revision surgery and replaced the nail.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.